Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The upstream occlusion (uso) and downstream occlusion (dso) sensors were both showing very high current draw and determined to be the root cause. The dso and uso sensors were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed calibration. There was no patient involvement.